Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the staples were loosely formed at the firing, and bleeding occurred. The amount of the bleeding was unknown. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.